Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was suspected as no shock therapy has been delivered and pacing output was relatively low.